Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a right side deflation. Healthcare professional called to confirm the event. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified an curved opening on the radius, a delamination of the valve and creases flat leak test and microscopic analysis was performed which identified: delamination total of the valve, striated opening on radius and wear abrasion. Based on the device analysis the final assessment is: a striated opening on radius assessed as surgical damage consist in the use of some surgical tool. A delamination total of the valve (adhesive failure).

Event description:
Device has been explanted.